Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call the insulin pump had a red x on screen. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Unable to verify unresponsive buttons or stuck button alarm due to critical pump error. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.